Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) had an issue with helium indicator. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.